Manufacturer narrative:
The event product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. Although the exact root cause of the event could not be determined, applied medical will monitor its vigilance system and take appropriate action, as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA. This document represents our initial and final report.

Event description:
Left thyroidectomy- "surgeon had fired hand piece with 2 complete seals at beginning of case. Generator then read "generator error," and shut off. Hand piece would not fire at this time. I rebooted the system on the generator and unplugged and plugged back in hand piece. Generator screen read "ready," and surgeon attempted to fire hand piece again unsuccessfully. Hand piece would not even read tissue or make signal for activation mode. I rebooted generator again and unplugged and plugged back in hand piece. This time the hand piece did come back on to activation mode and began to read tissue again. On about the 10th fire it started doing a repetitive "check device," error for 5 consecutive fires. The surgeon said he was didn't know why it kept alarming that, because they had cleaned the jaws several times and he wasn't grabbing too much or not enough tissue. I wanted to open a new hand piece for him, but he said it wasn't necessary because he only needed a couple more seals before the case would be complete. He was able to complete the case with this hand piece and fired it 4 more times. I'm sending the entire hand piece in from this case along with the device key. Thank you." Patient status: this incident did not affect patient status.